Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket incision was not yet healed and had some drainage issues. It was noted that the patient was placed on antibiotics and was reportedly doing well, and incisions are healing.